Manufacturer narrative:
510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implanted 10 years ago on an unknown date. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, ten (10) years ago on an unknown date, the patient was implanted with a synthes less invasive stabilization system (liss) plate. After the implant was completed, the patient complained of constant pain when physically moving. It was also reported that the patient feels the device to be loose or disconnected. The patient requested that the plate be taken out. Scheduling for any revision surgery is unknown. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown screw.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. This complaint (B)(4) is confirmed to be a duplicate of complaint (B)(4) and it will be voided as such. All event details have been captured in (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.